Event description:
This procedure was performed in (B)(6). Customer stated that the patient was treated in (B)(6). Machine and catheter functioned normally. Feedback response was as per normal. Post op check ok. Patient returned 8 months later (B)(6), and the veins looks completely untreated.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. Device not returned.